Event description:
It was reported by the rep that the surgeon stated that a pt was brought back to the or due to bleeding, and a reoperation was needed. The surgeon told the rep that the bleeding was from the staple line and the pt required a blood transfusion. The procedure was originally performed with a tsw45.